Event description:
It was reported "balloon did not fully inflate". Prior to use. No patient involvement. Associated MDR#3010532612-2024-00876.

Manufacturer narrative:
(B)(4). Medwatch received 26-sep-2024. Uf/importer report #(B)(4). Based on the information contained in the medwatch, a second MDR was submitted to capure the event described. Associated MDR#3010532612-2024-00876.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon did not fully inflate". Prior to use. No patient involvement

Manufacturer narrative:
Qn#(B)(4). Medwatch received 26-sep-2024. Based on the information contained in the medwatch, a second MDR was submitted to capure the event described. Associated MDR#3010532612-2024-00876.

Event description:
It was reported "balloon did not fully inflate". Prior to use. No patient involvement. Associated MDR#3010532612-2024-00876.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "balloon did not fully inflate". Prior to use. No patient involvement.